Event description:
Per the clinic, the recipient experienced an infection with an exposed implant that had eroded through a portion of the scalp. On (B)(6) 2025, under general anesthesia, the patient underwent a skin revision procedure to revise the skin edges and the device was subsequently explanted. Oozing from the scalp was observed during the procedure. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient experienced extrusion of the implant. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.